Event description:
Error stating early termination. Re-armed and it worked once, then received another error message for controller to be connected. Unplugged device and plugged it back in and then re-tried with no response. A new hand controller was used and it worked correctly.